Event description:
Recurring bowel obstruction due to adhesions after umbilical hernia repair with mesh in 2012, 2013, and again in 2014 on the same hernia site. A surgery was required in 2016 to remove scar tissue after severe chronic abdominal pain led to elevated liver enzymes, chronic nausea, pain at the hernia mesh site, and unexplained health problems following the implantation of 2 pieces of mesh on the same hernia. I have suffered from weakened immune system, bruising at the site of the hernia repair years after it was performed. A tearing, pinching sensation and loss of feeling around my naval. Multiple bowel obstructions and trips to the emergency room have left many symptoms undiagnosed and doctors have no answers besides more adhesions are present and some scar tissue was wrapping itself around my liver.